Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. The patient was not recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.